Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 24 log entries between the (B)(6) 2008 and the (B)(6) 2016. The device records 18 manual power ups between the (B)(6) 2008 and the (B)(6) 2012, the longest of which lasts 1 minute 43 seconds duration. On the (B)(6) 2016 the device records 6 manual power ups all under one minute duration. No further log entries were recorded. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the history log. There were 6 manual power ups all under one minute duration. These multiple manual power ups occur within a two minute period and may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.